Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6).

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangio-pancreatography (ercp), the single use distal cover and tmedix's tip protection tube were attached to the duodenovideoscope and when the tip protection tube was removed, the single use distal cover came off along with it, and the scope was inserted into the body without the cover. The doctor injured the patient's stomach wall with the tip of the device and caused minor bleeding. The scope was removed from the patient's body, the tip cover was reattached, and the procedure was completed. The bleeding stopped naturally and there was no health damage to the patient. No additional treatment or surgical procedures were required as a result of the issue and the event did not affect the outcome of the intended diagnosis/treatment. This report is related to linked patient identifier (B)(6) for the distal cover.

Manufacturer narrative:
Correction to g2, other was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is unknown if the distal cover was attached at the time of pre-use inspection, it is likely that the reported event occurred because the tjf-q290v was inserted into the body without the distal cover. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.4 inspection of accessories".. Olympus will continue to monitor field performance for this device.